Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy procedure, the closing trigger was blocked and it did not allow to open the jaws. Only after several attempts and after pressing the trigger continuously it was possible to open them. Device was not on a vessel/artery when it would not open. There was no damage to a vessel/artery, no damage caused to patient, and no intervention required. A new instrument from another brand was used to complete the procedure. There was no delay to procedure and there was no patient consequence.